Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged fill estimate issue could not be verified. The cartridge was not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after being filled with 300 units of insulin. Additionally, an altitude alarm occurred while not outside of operating altitude range. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.